Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in a heavy calcified and chronic total occlusion in the posterior tibial artery, the distal tip of the recanalization catheter allegedly detached and remained embedded in the lesion. It was further reported that the health care provider determined not to retrieve the tip since the detached tip would not cause any health hazard to the patient. Therefore, the procedure was halted and no further treatment was scheduled. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: the sample was returned. The distal end was examined under magnification (22x) and it was observed that the distal tip was missing from the catheter. The tip was not returned for evaluation. The core wire remaining within the catheter was measured to be 144.4 cm, indicating that 9.6 cm of the core wire and distal tip was not returned for evaluation. The remaining catheter length measured 147.4 cm as measured from strain relief. The distal end of the catheter was jagged and stretched, likely indicating that excessive force contributed to the tip detachment. It was noted that the saline port broke off at the handle and will be considered an incidental finding as it was not reported by the user as is not related to the reported issue. No anomalies were noted to the transducer handle. Functional/performance evaluation: no functional testing could be performed due to the condition of the returned sample (i.e. Detached catheter and tip). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for detachment of device, as approximately 9.6 cm of the core wire and distal tip were found to be detached. The definitive root cause for this event could not be determined based upon the available information. It was unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser catheter 14p, 14s, or 18 from the body and advance a guidewire through the lesion. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in a heavy calcified and chronic total occlusion in the posterior tibial artery, the distal tip of the recanalization catheter allegedly detached and remained embedded in the lesion. It was further reported that the health care provider determined not to retrieve the tip since the detached tip would not cause any health hazard to the patient. Therefore, the procedure was halted and no further treatment was scheduled. There was no reported patient injury.